Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was experiencing intermittent shocking. It was happening more frequently now, almost daily. This was reported as a sudden change in therapy starting 3-4 months ago. It was also reported to have been occurring since implant. There were no traumas, traumas, or electromagnetic interference related to the device issue. The patient was referred to their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.